Manufacturer narrative:
Block e1: the initial reporter's city is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of a detached pigtail. Imdrf impact code f2301 captures the reportable event of retrieval of the detached pigtail with a snare.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was to be used during a procedure performed on (B)(6) 2023. During the procedure, the tip of the flexima nasobiliary catheter was stiff upon advancing through the guidewire. The insertion was continued, and the tip of the pigtail became separated and it fell into the patient. The separated tip was removed from the body using a snare, and the procedure was completed with another flexima nasobiliary catheter. There were no patient complications reported as a result of this event.